Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of high voltage output. Programming changes were performed resulting in successful detection and termination of ventricular tachycardia. The patient condition was stable.